Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and ultimately the pump shutting down. The customer experienced an elevated blood glucose (bg) level of 600 mg/dl. A correction injection was administered to address the high bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.